Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 500's mg/dl, and diabetic ketoacidosis. The cause of elevated bg was unknown, however customer reportedly used novalog for 5 days. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on 8/11/2020 with the issue resolved and no permanent damage. Customer confirmed the pump was functioning as intended.